Event description:
The customer stated that patient sample ID: (B)(6) tested nonreactive using the architect hiv ag/ab combo assay but tested highly reactive using the roche hiv method. Hiv-1 qualitative pcr on two different assays (genexpert and cap/ctm) were positive. Hiv-1 viral load is not detected. Western blot gave an indeterminate result with gp bands missing. The customer stated they were able to sequence virus from the proviral dna and it is a subtype c virus with nrti and nnrti mutations. The patient was a pregnant female and testing was performed at the time of delivery of the baby. There was no known impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All patient information currently available was included.

Manufacturer narrative:
Patient sample was requested from the customer, but was not made available for investigation. Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. All specifications were met and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Based on the investigation, no deficiency for lot number 34008be00 was identified.

Event description:
The following data was provided for the patient: 1st sample ID (B)(6): collection date: (B)(6) 2022 architect result 0.54 s/co on (B)(6) 2022 (nonreactive) rerun result 0.69 s/co on (B)(6) 2022 (nonreactive) 2nd sample ID (B)(6): collection date: may 4, 2022 architect results 0.51, 0.50 and 0.74 s/co on (B)(6) 2022 (nonreactive) there was very limited clinical history available for the patient. There was a suggestion of a previous positive rapid hiv test result. The patient was a pregnant female. Testing was performed at the time of delivery of the baby. The customer believed the viral sequencing was sufficient confirmation that the patient's hiv status was positive and the physician was advised to start the baby on the required post-exposure prophylaxis.